Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline faults, low speed, and pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and found that the red wire produced an open circuit. All remaining wires passed continuity testing. Layers of gauze, clear, and white rescue tape were observed approximately 2.5¿ through 6.5¿, 7¿ through 8¿, and 9¿ through 12¿ from the metal connector. Upon removal of the tape, damage to the silicone jacket was observed along the length of the driveline. Visual inspection of the wires confirmed a complete fracture in the red wire approximately 11.5¿ from the metal connector. Further inspection of the remaining wires revealed a partial fracture in the brown wire approximately 5¿ from the metal connector as well as breach in the insulation of the green wire approximately 7¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal partial or total fractures of the conductors. The outer insulation of the orange and yellow wires was intact, but manipulation caused the insulation of each wire to elongate and breakdown approximately 6¿ and 8.5¿, respectively, from the metal connector, indicating that the inner conductors had fractured. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. Additionally, if any of the exposed conductors contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed events and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to the power module or battery power. The account reported that following the repair, the patient was placed on a grounded patient cable and the alarms did not return. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: corrected information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a lot of low flow, low speed warning and driveline faults noted on interrogation. There was a series of left ventricular assist device (lvad) xray ordered to access driveline. The log file analysis showed that there were driveline faults, pump stops, and speed drops while on batteries and power module. This was a phase to phase short situation. Tech services was onsite on (B)(6)2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur.